Manufacturer narrative:
Complaint sample was not available, and the lot number of product involved in this incident is unknown. However, a sales and shipping search to the client within the time frame of three months before the date of occurrence. According to the sap system no product was available from these lots on distribution centers to be analyzed. The entire lots have been sold and distributed. Review of the batch production record (bpr) confirmed the labeling, material, and process controls were within specification. There were no deviations or non-conformances during the manufacturing process.

Manufacturer narrative:
Multiple attempts have been made to obtain additional information by the manufacturer. If the information becomes available, a supplemental report will be filed with the results of the clinical investigation. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A dialysis technician called into technical support to report a cycler issue during a peritoneal dialysis (pd) patient's treatment. During the call, it was noted the patient was disconnected and taken to the operating room in the hospital. The patient's name was provided but no additional information was provided. Multiple attempts have been made to contact the pd nurse and the facility. No additional information on the cause of the patient's hospitalization is available.